Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced twiddler's syndrome, leading to this left ventricular (lv) lead dislodgment and loss of capture (loc). A physician planned to revise the system and place the implanted cardiac resynchronization therapy defibrillator (crt-d) on a subpectoral position in the weeks following the finding. Additional information confirmed the patient underwent a revision wherein the lv lead was explanted and replaced and the crt-d was surgically modified. No additional adverse patient effects were reported.